Event description:
It was reported that the shaft was fractured. The 95% stenosed target lesion was located in the severely tortuous and moderately calcified left anterior descending artery (lad). A 6f guidezilla ii was selected for use. During the procedure, it was noted that the control shaft was fractured during the delivery process and could not be used again. The device was slowly and completely removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient was stable after the procedure.

Manufacturer narrative:
E1: initial reporter address 1: (B)(6). Good faith effort attempts were made to try and retrieve the device status, but it was unable to be obtained.

Manufacturer narrative:
E1: (B)(6). Device evaluated by manufacturer: the device was returned for analysis. A visual examination revealed that there was a collar weld plate separation.

Event description:
It was reported that the shaft was fractured. The 95% stenosed target lesion was located in the severely tortuous and moderately calcified left anterior descending artery (lad). A 6f guidezilla ii was selected for use. During the procedure, it was noted that the control shaft was fractured during the delivery process and could not be used again. The device was slowly and completely removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient was stable after the procedure.